Event description:
It was reported to covidien that the display was missing segments. No pt involved.

Manufacturer narrative:
Verified customer complaint of display missing segments. Isolated fault to ui pcb. Replaced ui pcb. (B)(4).